Event description:
It was reported that "there is a sterility compromise due to an incorrect seal". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "there is a sterility compromise due to an incorrect seal". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one cartridge of 544253 hemolok xl clips 3/cart 42/box. The sample was inspected with and without magnification. Upon initial inspection, the cartridge was unopened, but had a clip sealed in the packaging. After using magnification, it was determined that the clip was sealed in the packaging along the sterile barrier of the packaging. This had resulted in an incomplete seal, compromising the sterility of the clips and cartridge. No other defects were found with the cartridge or clips. Per DHR the product hemolok xl clips 3/cart 42/box lot# 73h2300279 was manufactured on 08/08/2023 a total of (B)(4) pieces. Lot was released on 08/21/2023. DHR investigation did not show issues related to complaint. The reported complaint of "packaging damage - other" was confirmed based upon the sample received. After visual inspection it was determined that there was a sterility compromise due to an incomplete seal from an extra clip being sealed in the sterile barrier of the packaging. There were no other defects found on the cartridge or clips. A non-conformace was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor a nd trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there is a sterility compromise due to an incorrect seal". No patient involvement.